Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The reason for reoperation: rupture.

Event description:
Patient reported that "her implants were apart of the recall, and wants to know what the warranty will cover for removal and replacement. Patient also stated the is experiencing bilateral pain, but mostly on the left side. Patient stated that the pain is so bad that when someone pokes her in the rib it hurts." Patient additionally reported left side rupture. Device remains implanted.